Manufacturer narrative:
Submit date: 8/17/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer reports when drawing up the syringe the liquid that is clear is turning dark inside the syringe. Also, the rubber part is mixing with the liquid / medication as they are seeing pieces inside of the syringe. The solution in the syringe is hypochlorite.

Manufacturer narrative:
A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. Two syringes were returned for plant evaluation. Both were filled with a clear solution and both had small pieces of dark or black particulate that would settle in the solution to the bottom part of the syringes. The lab tests show a (B)(4)% match with the rubber tip compound. The syringe is intended to be a single use syringe and not qualified as a prefill syringe. If the syringe is filled and used promptly, as intended, there should not be any significant interaction between the syringe components and the fill substance. Instructions of use should include not to prefill the syringe. The components of the syringe are not qualified for long term contact with strong acids or other base substances. The most probably root cause is misuse of the syringe. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time. This complaint will be used for tracking and trending purposes.